Event description:
The customer reported that a nurse moved an IV pole one foot without hitting anything and the pump module that was infusing shut down with a warning. The nurse noted that the pcu remained on, and the nurse had to use the restore function to restore the last infusion. The customer attributed this event to a channel disconnect secondary to iui contamination and/or damage. There was no delay in medication administration and no report of patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.